Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2017-07742 it was reported the patient had an infection at the ipg and lead site. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. The lead remains implanted as the physician did not believe the lead was affected. During the procedure, the site was irrigated and flushed with antibiotics.